Event description:
It was reported that the pt has been experiencing pain in the past year which she had previously attributed to problems with her bilateral knee implants. The pt reports the feeling of something moving in her hip. On (B)(6) 2012, her gynecologist sent her for a pelvic cat scan which showed fluid on the hip. She was referred to her orthopedic surgeon for further testing. On (B)(6) 2012, the pt had an MRI test and completed blood work. On (B)(6) 2012 the pt was diagnosed with pseudo tumors and elevated chromium and cobalt levels. The pt has revision surgery scheduled for (B)(6) 2012.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.